Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort and difficulty charging due to ipg flipped upside down. The patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg was not returned.